Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. The nonconforming breakout printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system displayed an system message repeatedly after insertion of the trocars into the eye. The system did not recover after system re-start. The trocars were removed from the eye and the patient was transferred to another facility for completion of the case. Additional information has been requested. Additional information has been received that indicated the system message displayed after priming of the machine completed. The trocars were inserted into the patients eye. The system message displayed again after ¿system recover¿ process and ¿re-start¿ of the system. The surgeon could not proceed with the vitrectomy procedure. The trocars were removed from the eye and transferred to another facility for completion of the surgery.